Event description:
During a bronchoscopy examination of a critically ill pt, the physician operating the scope observed a black particulate material in the airways. The scope was used to suction the material out of the airways without incident. When cleaning the scope after the procedure, more black bits about 1.5 mm in diameter were observed coming out of the scope. These black bits were large enough to plug airways in a small infant and deemed to be a serious patient safety concern by the physician. The scope failed a subsequent leak test and was returned to the manufacturer for repair. The black bits were tentatively identified by our pathologist as plastic from the scope, and the staff is concerned that the cleaning method (steris) is damaging the internal parts of the scopes. This scope had been completely refurbished by the manufacturer at the beginning of the year. It is usually cleaned and disinfected using manufacturer-recommended steris procedures. Less frequently, ethylene oxide sterilization is used.